Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 435 mg/dl and 400 mg/dl. It was unknown whether the customer was using automode at the time of reported event. No product is expected to return for analysis.